Event description:
Pt presented to ER on 7-16-97 after suffering a gunshot wound in the left forehead area. Pt was admitted to the neuro intensive care unit. On 7-18-97, pt was noted to have clear fluid leaking from his nose. A lumbar drain was inserted for a cerebral spinal fluid leak. On 7-20-97, the nurse caring for the pt found the lumbar drain was disconnected and reattached the drain. On 7-21-97, pt developed a fever and signs and symptoms of meningitis. Csf sample was obtained from the lumbar drain, which revealed a gram negative bacilli. Pt was started on antibiotics and the lumbar drain was removed. On 7-22-97, a lumbar puncture was done to confirm meningitis; the csf was positive for acinetobacter.